Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end had a crack and the inside of the light guide lens had foreign material. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the right/left and upward/downward angulation control knobs had discoloration; the sheet holder unit had corrosion due to water leakage; due to dirt on the light guide lens, illumination was uneven; due to slipping-out of the light guide-bundle, illumination was poor; the connecting tube had a wrinkle; the adhesive around the light guide lens had a crack; the adhesive around the objective lens had discoloration; the universal cord had coating peeling; the switch box, the grip, the scope connector cover unit, and the suction connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope had a loose handle. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a crack on the distal end and foreign material inside of the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Issue 1 (distal end cracked) ¿ based on the results of the investigation, root cause was identified as consistent with physical stress having been applied to the distal end during handling of the device. However, specific root cause could not be determined. Issue 2 (foreign material inside the light guide lens) ¿ based on the results of the investigation, and the crack in the light guide lens glue noted during the device evaluation, it is possible that humidity invaded the light guide lens leading to corrosion/the foreign material. Since the material did not adhere to the outer surface of the scope, the material may not have been removed by reprocessing. However, specific root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis exera ii tjf type q180v operation manual includes the following: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.